Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Device replacement was scheduled. Subsequently this device was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This device has not been returned for analysis.